Event description:
It was reported that the ventilator shut down while connected to a pt. The customer was unable to power up the ventilator again after the ventilator shut down. It is unk if the ventilator alarmed when the reported problem occurred. No reported harm to the pt.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline. The customer service rep inadvertently failed to notify regulatory affairs.